Event description:
It was reported that during a balloon angioplasty of an access graft gauge issues occurred. The technician prepped the encore26 inflation unit and noted the dial on the unit was below the zero reading. They used a non bsc balloon and attempted to inflate balloon with this device. According to the encore device it read fifteen atmospheres however the balloon ruptured and blood returned back into the inflation unit and balloon catheter. The technician felt the encore26 was reading the wrong atmospheres and that the balloon rupture may have occurred higher than fifteen atmospheres. No patient complications were reported and the patient's status is unknown.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: product analysis of the device could not be performed as the unit was disposed of at the hospital. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage, it is probable that the gauge may have been damaged during the preparation or unpacking of the device, causing damage to the internal mechanism of the gauge. This would result in the gauge not operating to its specifications during the procedure. (B)(4).